Event description:
A surgical tech reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The pt was farsighted before surgery and is now nearsighted. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional. A completed questionnaire has not been received. (B)(4).